Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that several spectrum pumps had delayed keypad responses during therapy, diagnosis, and biomed testing in the medical surgical care area and emergency room. It was also reported there was no patient injury.